Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incoming inspection member found hair like debris in the sterile package.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, however, the reported event was not confirmed. Visual evaluation of complaint sample did not identify any foreign material in the sterile packaging. The product and packaging were found to be within specifications.